Event description:
Consumer reported needle detached during injection and stayed in his hip. He went to ER and had an ultra sound. Doctor tried to remove the needle, but was unable to remove it.

Manufacturer narrative:
No product return is anticipated. This device incorporate a needle that retracts after injection and is often mistaken by lay users as the needle breaking off. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.